Manufacturer narrative:
E1 update: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein an additional lead was implanted at l5 to address the issue. The l4 lead was not explanted nor revised due to scar tissue. Therapy was restored post procedure.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Impedance check revealed high impedances on l4 lead. X-ray confirmed that l4 lead has migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.